Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an event of infusion set kinked cannula on (B)(6) 2024. The insertion site was abdomen or thigh area. The infusion set was in use for less than forty-eight hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.